Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a partial display on the lcd screen and segments of the screen are missing. Customer's blood glucose was 139 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. However, the customer indicated that they will use the old pump. The replacement policy was explained to the customer. No further details given.

Manufacturer narrative:
The pump was received with a missing segment/horizontal line due to a cracked lcd zebra connector. The test mini link transmitter communicated properly to the pump. The pump pad minor scratches on the display window. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests.